Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a lap assisted total gastrectomy, the device did not fire despite the status indicator was flashing green. After reassembling idrive from scratch, the device worked fine. Upon the fifth firing attempt, and status indicator illuminated blue. There was no injury or adverse event reported. Confirm that product will be returned for investigation. Yes.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. Visual examination of the staple cartridge noted that the reload had a full staple complement. The reported condition could not be tested because the clinical powered handle was not returned. The reload was loaded into a pmv representative instrument (powered handle and standard adapter) for functional testing. The reload detect led started flashing, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was applied to test media. All staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.